Manufacturer narrative:
Device related data quality updates only. A correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-air, corrected brand name: base unit, servo-air. D4 ¿ version or model # - previous version or model #: servo-air, corrected version or model #: 6882000. The UDI information is not available since the device was manufactured before the implementation of UDI in manufacturing on 2015-10-22.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that the ventilator failed pre-use check. This record was decided to be reported based on available information, as the initial description might have underlying causes which represent a reportable event. Based on technician statement, the device failed pressure transducer test during pre-use check on a demo unit. Device was checked and leakage was located in expiratory cassette, which was replaced to solve the issue. Expiratory cassette is only measuring. Will not affect ventilation. The device was ready for sales department for presentation of the equipment in working condition. The device in question is not released as medical device for usage on patient, but only for presentations.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).